Manufacturer narrative:
The investigation into the reported positioning issue and low pump flow has been completed since the original report was filed. Data logs confirmed the low flow when pump started & remained to the rest of the case that triggered auto suction response & suction alarms. Logs also showed about 1 hour into support, pump position was in ventricle then in aortic area corresponded with the clinical narrative that triggered alarms impella position in ventricle & impella position in aorta. Pump then was stopped manually & disconnected from the console. The root cause of positioning issue was most likely patient condition related, specifically the patient's anatomy and low sitting aortic valve.

Event description:
The user facility reported a 78-year-old male noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump would experience persistent suction issues following implant. To correct the issue repositioning and volume were given, but the suction alarm remained. The pump was then pull back while keeping the pigtail across the valve; however, attempts to readvance the pump into an ideal position were unsuccessful and the decision was made to explant the device. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.